Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a primary plumset, pe lined tubing, 107 inch that reportedly generated an n185 (cassette test failure) alarm when attempted on each of five infusion pumps during infusion. There were no issues with the 5 pumps, as the pumps worked fine with other sets. The solution/medicine involved was amiodarone/ntg. There were no obvious defects noted on the tubing set (no cracks or breaks, holes, cuts, tears or any other defects). The tubing set was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature. There was no report of human harm.

Manufacturer narrative:
Received one (1) used 142480489 primary plum set for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received the n185 proximal occlusion alarm at startup. The reported complaint of a proximal occlusion alarm can be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 10jan2024.